Event description:
It was reported that when the device was attached to the leads it failed to pace. The physician noted that the right ventricular set screw was never engaged by the torch wrench. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies.